Event description:
Customer reported that the system failed to fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated various loose pcbs and ic chips. System operates as intended.